Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j surg case rep. 2025 oct 17; 137:112070. Https://doi.org/10.1016/j.ijscr.2025.112070 pmid: 41541158; pmcid: pmc12639255.

Event description:
Title: redo aortic valve replacement in twin pregnancy: navigating high-risk cardiac surgery with maternal and fetal success - a case report. The aim of this study is to report a case of a 31-year-old woman, pregnant with dichorionic diamniotic twins at 14 weeks, presented with worsening dyspnea, who had undergone mechanical avr at 11 years of age and was on warfarin; however, she stopped taking warfarin since 2014. Ethibond (eth) which was used to place the bi-leaflet size 21 mechanical valve (onyx). Reported complications: ethibond (eth) atrioventricular dissociation treatment: requiring a permanent pacemaker moderate to severe aortic regurgitation due to a paravalvular leak treatment: elective transcatheter closure. In conclusion, a multidisciplinary approach is essential to optimize outcomes in pregnant patients undergoing redo avr. Long-term follow-up is crucial for continued surveillance of prosthetic valve function and maternal health.